Event description:
It was reported that several months after a pocket revision the device began to dislodge laterally into the axilla. The patient complained of persistent and worsening discomfort where the device rubs against her bra. The patient also noted chest pain, particularly when stressed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) the device was returned, analyzed and no anomalies were found.